Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. The clinical / medical evaluation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint would be re-evaluated. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that an intertan nail lag screw construct cut out of the femoral head of a patient in which his another dr. Treated with a femoral neck fracture. His thought was that the reduction of the fracture could have been better prior to implantation. No radiographic images. Available dr. Anticipates that the patient may have to undergo a revision procedure at some point. A revision surgery has not yet been performed.